Manufacturer narrative:
Main investigation conclusion. Analysis of the log file provided by the account confirmed a complete loss of power to the system controller resulting in a clock reset. This event appeared consistent with full depletion of the external and backup batteries, which ultimately caused a pump stoppage. Furthermore, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported covid-19 infection could not be conclusively determined through this evaluation. The submitted log file contained data from 2:59:57 on 24jul2021 through 6:36:47 on 10aug2021, per the timestamps. Of note, following the timestamp of 0:54:01 on 08aug2021, four lines of data were captured at the default timestamp of 1/1/2021 1:00, which resulted in yellow wrench advisories associated with real time clock not set alarms. Prior to this data range, the system was supported by battery power. Low battery advisory alarms became active at 22:29:42 on 07aug2021 due to the patient using the 14v li-ion batteries below the advisory voltage threshold. These alarms were followed by low battery hazard alarms at 0:05:16 on 08aug2021 when the batteries fell below the hazard voltage threshold. Full depletion of the 14v li-ion batteries was captured at 0:54:01 on 08aug2021, as evidenced by an active no external power alarm. At this time, the 11v backup battery became active; however, the backup battery also appeared to have fully depleted after an unknown period of time as the following line of data contained the default timestamp, indicating a complete loss of external power to the system controller. These events would have resulted in the observed pump stoppage, which was associated with low speed hazard, low flow hazard, and motor stopped alarms. Upon restoration of power to the system controller, the timestamp reverted to the default of 01jan2001, per design. Although power was ultimately restored when the system was connected to battery power, the amount of time the patient¿s pump was off could not be determined through this evaluation as the clock was not reset until 09aug2021 at19:08:00. Despite the observed events, the pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further events have been reported at this time. The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿. Section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully-charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29mar2012. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the pump stop occurred on 08aug2021 due to the patient allowing the external batteries and the emergency backup battery (ebb) to drain. Once adequate power was restored the pump returned to operating at the set speed of 9600 rpm. Controller clock reset was due to the system losing all power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient came into emergency department (ed) with a yellow wrench alarm and a controller reading to set the clock. There were concerns about a pump stop. The patient was in the ed related to covid and the vad coordinator noted the yellow wrench alarm and clock not set on the system controller. A review of the log file noted the pump stop was due to the external batteries and the backup battery draining. Once adequate power was restored the pump returned to operating at the set speed of 9600 rpm.